Event description:
The patient received two leads with the same lot number. The patient has two systems (cervical and thoracic). It was reported the patient has been without stimulation for the past two weeks. Reprogramming was unsuccessful and all contacts were invalid except #9 and #14. Effective stimulation could not be achieved. A physician consult was advised. Follow up revealed diagnostic testing showed one lumbar lead with invalid impedances. X-rays confirmed the lead has not migrated. It was further reported the lead may be explanted instead of replaced. The physician has not determined the cause of this problem. The patient denies any falls or accident. It is noted the patient has gained weight since implant. The next course of action has not be determined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.